Event description:
Target was informed by the assisting technician in the procedure that, while placing a gdc-3d coil, it detached during the procedure. No other information was given about this case.